Event description:
Caller reported that a malfunction occurred on the pump, displaying malfunction code 5. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if any issues arise.